Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the monitor was unable to power on. Multiple components on the defibrillator pca and computer/analog pca were shorted or thermally damaged. The damage occurred due to high voltage traveling to low voltage circuitry. The root cause for the high voltage transfer to low voltage circuitry was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor failed incoming functionality testing.